Manufacturer narrative:
The patient's age and gender have been requested but not received.

Event description:
It was reported that the physician was performing a subacromial decompression using a quantum 2 surgery system. Nearing the end of the procedure the arthrowand continued ablating after the foot pedal and finger switch were released. The controller was removed and replaced. The procedure was completed successfully. No patient complications were reported as a result of this event.